Event description:
Facility reported an internal blood leak - dry pack (first use). Machine alarmed and hemastix was positive. Estimated blood loss 250cc. No medical intervention. Facility called on 8/21 times two, 8/23 times two. Sample is not available for examination. Medwatch filed on the blood loss.